Event description:
This report is late due to pending interviews with the nurses involved. Pt's physician ordered pepcid 20 mg ivp. Medication had been given via IV per r.n. Shortly after the medication nurse left the pt's room, the pt and her daughter noticed foreign substance in the tubing. The pt pinched off the tubing at the needle site. The medication nurse/rn discontinued the IV and put in a heplock. The tubing was sent to pathology. Pathology report: received portion of IV tubing and a piggyback port measuring approx. 75 cm in length. Approx. 8cm from the end of the tube there is within the plastic a small irregular white plaque measuring approx. 0.3 cm in greatest size. The material is quite firm and cracks on handling. Comment section of path report: section demonstrate small fragments of amorphous and granular material that picks up both hematoxylin and eosin stains. There is no evidence of tissue. Final diagnosis: plaque within IV tubing amorphous debris.